Manufacturer narrative:
(B)(4).

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had an f-94 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date that the event occurred is unknown. Evaluation summary: the reported condition of "f-94 alarm" was confirmed. The root cause of the alarm was due to defective main batteries. The batteries were replaced to resolve the reported condition.